Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical adverse event received for instability of left knee. Event is serious and is considered moderate. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2019, (left knee). Treatment: left knee tibial insert revised on (B)(6) 2020.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision of the tibial insert due to swelling, pain, derangement of collateral ligament, generalized ligamentous laxity and instability. Upon entering the knee, the surgeon encountered a mild effusion and mild chronic synovitis. The tibial and femoral components were well fixed and left implanted. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient code: no code available (3191) was used to capture joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.